Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip was broken off.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: the scissor tip broke off. The broken off scissor tip was not received with the device. The probable root causes for the reported failure involving this device could be due to 1) dropping/banging of the device against a hard surface or 2) user excessive force. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip was broken off.